Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with presyncopal episodes. Upon an electrocardiogram, the lead failed to capture and exhibited high thresholds. The lead was capped and replaced.